Manufacturer narrative:
The device was received fully deployed. No alarms, timeouts, nor drive stalls were observed. The needle mechanism was checked for damages that would cause the device to dislodge. No issues were observed. The cause of the reported dislodging could not be determined. The top housing of the device was observed to be damaged. Although damage was observed to the housing, it did not affect the functionality of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 24 and 36 hours. The patient noted the cannula had dislodged from the infusion site. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.